Manufacturer narrative:
Investigation summary one connector along with multiple photos were provided to our quality team for investigation. Upon visually inspection, a hair was observed inside the blister pack. A device history review was performed for the reported lot 2001111, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.while we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.

Event description:
It was reported that "human hair-like" foreign matter was found in the bd phaseal¿ connector luer lock c35j packaging. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about human hair-like fm found in a package.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "human hair-like" foreign matter was found in the bd phaseal¿ connector luer lock c35j packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about human hair-like fm found in a package."